Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00502 thru 3012447612-2018-00507.

Event description:
It was reported that the threads on six closure tops were broken during final tightening within surgery. They were removed and replaced with alternative closure tops. There was a surgical delay greater than 30 minutes in length, but there were no reported impacts as a result of the delay. This is report five of six for this event.

Manufacturer narrative:
(B)(4). The returned closure top was evaluated. The threads were confirmed to have partially fractured off. The cause is likely the result of improper alignment of the mating pedicle screw with the sleeve, which causes the closure top to cross-thread during tightening within the pedicle screw and leads to thread damage. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.